Event description:
The customer contacted philips 3-1/2 years after an incident which occurred 17oct2005 and was seeking information concerning philips' monitoring system.

Manufacturer narrative:
The customer contacted philips 3-1/2 years after an incident which occurred in 2005, and was seeking information concerning philips' monitoring system. Based on the correspondence from the hospital's risk manager, we will consider that there was an indication that the device use was a factor in the death of the patient. The customer stated that they are engaged in a legal matter involving the death of a patient and are requesting information concerning the philips monitoring system. More specifically, they are looking for the criteria used by the telemetry system to call a vtach alarm. There is no information available to confirm that a device malfunction occurred. The information provided by the st/ar arrhythmia algorithm is a valuable clinical tool to assist the clinician in determining acute changes in her patient's condition and instituting appropriate interventions to prevent harm. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.